Event description:
The customer was hospitalized for dka. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were correct. It was stated that the site came out the day of pt admission. In addition, the customer reported that the pump had an alarm. The infusion set and reservoir were changed. A prime test was performed and the alarm did not occur.